Event description:
Customer stated that lab tech splashed confidence system - cell 1 in eye. The tech was not wearing safety glasses at the time of incident. Tech immediately rinsed eyes at eyewash station for 10 minutes and then went to the emergency room. No death or serious injury was associated with this incident.